Event description:
Surgeon was drilling with a 3.2mm drill bit into the tibia. When the drill bit was removed, the tip was missing. The tip is not visible in the tibia when x-rayed with c arm. Other devices in use; anesthesia machine, and hall drill reamerdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, component failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.